Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device was exhibiting sixty cycle noise with low r waves during implant. Physician attempted implant with two other areas with sixty cycle noise at these implant locations. Further troubleshooting was performed without success. Physician choose to implant another device and sixty cycle noise was not present with new device using the original implant site. Patient was stable.

Manufacturer narrative:
The complaint of noise was not confirmed. Analysis performed indicated the device exhibited normal device characteristics. Sensitivity test was performed on the device at the most sensitive setting and it was able to sense within the product specification. Device header feed through pins were inspected and no anomaly was noted. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.